Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be caused by user error. Analysis: upon receipt at medtronic's quality laboratory, the proximal connector end was intact as was the hemostasis valve. Using a 20cc/20 atm everest inflation device, the inner balloon was pressurized to 4 atm, rbp = rated burst pressure, with no evidence of leaks. Visual inspection showed a large continuous tear in the distal end of the outer balloon which partially radiated around the circumference of the outer balloon extending longitudinally 3.8 cm proximal , continuing into a "u" shape, distally connecting to the other end of the radial tear, separating the balloon in two sections. The outer balloon was examined under a microscope with the inner balloon inflated. Based on this level of inspection, there were no obvious signs of damage that may have been influenced by extrusion or surface material defects of balloon forming. Conclusion: analysis confirmed that the outer balloon had burst. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Given the event description and delivery systems specific 100% final inspection/test and historical observations, the balloon burst is most likely due to over-pressurization. Per the IFU, for a size 22 mm, the rated burst pressure for the outer balloon is 3 atm; however, as stated in this event, the outer balloon was exceeded to 10 atm.

Event description:
Medtronic received information that during the second inflation at 10 atm, a balloon rupture occurred in the delivery system. The transcatheter valve was successfully placed with no adverse pt effects.